Manufacturer narrative:
The insulin pump powered up properly after the test battery was installed. No blank display noted during testing. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. The insulin pump had cracked battery tube threads and crack case at battery tube side.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer also reported crack at battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.